Event description:
It was reported that a pump reservoir volume discrepancy was noted. The actual residual volume of 18 ml was greater than the expected residual volume of 2 ml. No patient symptoms were reported. No motor stalls were noted in the logs. The pump reservoir was filled with preservative free normal saline on (B) (6) 2009; prialt may still be in the system. Device troubleshooting was being considered.

Manufacturer narrative:
(B) (4).